Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the down stream occlusion (dso) seal had been ripped and bubbled. The event had occurred during testing. There was no patient involvement and harm.